Manufacturer narrative:
Corrected data: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause could not be identified because the product was not returned. The technician found the connection to be normal upon facility visit. Regular cleaning of the output connectors is required. It is recommended to use maj-2087 when cleaning. Clv-190 instructions for handling include the following, which may prevent the indicated phenomena. "7.1 care clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional)." For details, refer to the instruction manual for the light source socket cleaning kit. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii xenon light source was intermittently presenting a b30 scope communication error with multiple different endoscopes during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
An olympus technician was already scheduled for a facility visit when this event was reported. While at the facility, the technician cleaned the scope base and contacts on both light sources, then performed a functional test. The device has not been returned for evaluation. If additional information becomes available at a later time a supplemental report will be submitted.